Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient developed infection at the lead site. Symptoms included were fever and nausea. The patient underwent an explant procedure and was administered intravenous antibiotics. No device malfunction was suspected. The physician believed that the infection was not device or procedure related.